Event description:
It was reported by the registered nurse (rn) that the home patient (hp) missed a drain cycle in drain 3 of 6 on the homechoice (hc). The hp was contacted and stated that they did not miss a drain but felt full. There were no alarms. The fill volume equaled 2500ml. The technical service representative (tsr) explained that the rn was trying to pull fluid off the hp. The tsr explained the minimum drain percentage and assisted the hp to increase the percentage to 95%. There was patient involvement, but there was no patient injury or medical intervention related to this issue.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation. However, a device history record review and a service history record review were performed and revealed no issues that could have caused or contributed to the reported issue.